Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, migration, ruptured aneurysm, death). Patient's condition affected effectiveness of device (aortic neck dilated and elongated, patient's health precluded repair at the scheduled appointment). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilated and elongated, patient's health precluded repair at the scheduled appointment).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Four years post implant it was reported, the pt developed aortic neck dilatation and elongation at the proximal site of the device fixation. The device had migrated and there was a type 1 endoleak present. This required placement of 2 aneurx aortic cuffs. During subsequent follow-up it was noted that a type 3 endoleak had developed with aneurysm enlargement. Unforunately the pt was not feeling well and cancelled the scheduled procedure of implanting of a suprarenal aortic cuff for reinforcement of the aortic cuff disruption. Two months ago the pt developed abdominal pain and presented to the hosp where he was diagnosed with a ruptured aneurysm. The pt was transferred to the implanting facility and sent to the or. A reliant balloon was placed proximal to the stent grafts and it was inflated to achieve proximal control and after which the pt regained blood pressure. Upon entering the abdomen several adhesions from previous surgeries were encountered and a large amount of free blood. Upon exposing the aorta the pt again became hypotensive and fluoroscopy demonstrated the aortic balloon had ruptured (reference MFR report# 2953200200600156) allowing hemorrhage into the peritoneal cavity. Quick dissection of the suprarenal aorta allowed for direct compression and temporary control of the bleeding. A second reliant balloon was advanced into the suprarenal aorta above the aortic cuffs. Insufflation of the balloon again resulted in its rupture (reference report# 2953200200600157) from the exposed metal struts. Part of the endoprosthesis was resected and the iliac limbs could not be removed since they were densely adhered to the iliac arteries. A 19 mm dacron tube was sewn to the still attached aneurx aortic cuff surrounding the aortic wall since its removal would have resulted in disruption of the suprarenal aorta and renal arteries. An 18 mm x 9 mm bifurcated graft was sewn to the previously placed tube graft but the pt became hypothermic and coagulopathic due to the bleeding. It appeared that the colon was ischemic and blood pressure could not be maintained. The pt coded, acls protocol was performed, CPR was performed, but resuscitation was unsuccessful and the pt was later declared dead.